Manufacturer narrative:
Occupation health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lobectomy, while transecting lung tissue, there was a crack sound during firing and some of the staples were malformed. The surgeon found it hard to articulate as well. To complete the case, they used another device instead. There was no patient injury.